Manufacturer narrative:
The zoll console in complaint will not be returned to zoll for investigation. However, the biomed at the hospital performed a functional test and informed zoll that it passed the testing and the temperature reading inputs with a tp-400 simulator were correct. No service from zoll was requested at this time. The biomed placed the system back into use.

Event description:
It was reported that during ivtm therapy, the customer used the zoll thermogard xp ivtm console for cooling the patient. The target temperature was set at 33° c. The patient was cooled successfully. When the patient reached 33.07° c, the temperature was changed to a controlled rate for rewarming the patient. However, during rewarming phase, the hospital nurse reported that the temperature reading was stuck at 33° c and the patient temperature did not rise as expected per the controlled rate setting. At the end of treatment, the nurse indicated that she did see some change in temperature reading while the console was set in the standby mode and the patient was warmed slowly. There were no adverse patient sequelae reported by the nurse. Note that prior to use on this patient, this system was with the hospital biomed for 20 days where no service was performed on the console.